Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached a battery status indicator of explant. The battery status in september indicated 11 months remaining to explant while in december, the device triggered elective replacement indicator (eri). The explant indicator was found to be due to extended charge times. Technical services discussed and recommended device replacement. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported delayed charge time and gas gauge not as expected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached a battery status indicator of explant. The battery status in september indicated 11 months remaining to explant while in december, the device triggered elective replacement indicator (eri). The explant indicator was found to be due to extended charge times. Technical services discussed and recommended device replacement. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.